Event description:
The account alleged that the bed would not place a nurse call. No pt impact.

Manufacturer narrative:
The account found the cable disconnected. The cable was reconnected by the account to resolve the issue.